Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was in a car accident, and since then has been feeling uncomfortable stimulation. The generators were turning on by themselves causing unwanted paresthesia. Surgical intervention took place where both systems were explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.